Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 16jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirm similar complaints with the same or related failure mode. CAPA reference :n/a. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8300 error 571.6240. Account name: (B)(6) medical center. Account #: 1313800. Asset name: 8300 etco2 module n. America v9.33.0. (B)(6). Patient or user involvement: no. Patient or user harm: no. Customer identifies device 8300 (s/n (B)(6) ), displaying error 571.6240. Case resolution: customer identifies device 8300 (s/n (B)(6) ), displaying error 571.6240. Explained to customer the problematic issues that produce the error code 571.6240. Identified error reference to logic board not detecting communications of sensor. Reviewed with customer to find device is still under warranty for repairs. Suggested to send device for service depot repair. Transfer customer to our service notification group to assist with RMA request. Informed customer if any further concerns and/or issues to give a call back. End call.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 16jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).